Event description:
It was reported that the user experienced a low blood glucose event during the night, with a reported reading of approximately 64 mg/dl, and self-treated with oral carbohydrates (cookies) before returning to sleep; troubleshooting and education were provided, including guidance to treat with up to 15 grams of fast-acting carbohydrates and recheck after 15 minutes until glucose returns to range. Investigation included complaint handling with user education. Further investigation of this case revealed that the event was consistent with hypoglycemia with an unclear cause and no device malfunction identified based on available information. Symptoms included sweating which is associated with hypoglycemia. Outcomes included resolution of the low with blood glucose returning to range and no further impact reported. It was concluded that, based on previously established findings for similar reports, the device operated as intended, and user counseling on appropriate hypoglycemia treatment was completed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.